Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Per the customer, it is not known if the device inspected before use, if the device dropped or came in contact with a hard surface or sharp corner, whether there were any error messages, alarms or alert tones associated with this event, or whether there were any foreign objects such as hard water residue, lint or dust on the electrical contacts. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. There was no repair history within the past year. Device was delivered to the customer on feb 18. It is likely that the issue of the faulty cable unit occurred due to the handling of the user that caused stress to be added to the cable unit, stress such as twisting of the cable part by the user. The instructions for use includes the following statements that can prevent the issue from happening: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Manufacturer narrative:
The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded an intermittent image. This is attributed to the faulty cable unit. In addition, the device charge couple device unit mount is worn causing a loose and wobbly coupler. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during maintenance the device yielded a white screen. There is no patient involvement and no harm reported to any patient.